Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented with a hematoma in the pocket. No adverse patient effects were reported.four years later, additional information was received that the patient also experienced an infection. A drain was placed and the patient's medications were changed to resolve the issue. No products were explanted as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
This crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.